Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause is undetermined but suspected to be caused by an over sized nail. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(6) 2023 that a sign im nail implanted to repair a fracture was replaced due to the nail impinging knee joint causing pain. The im nail was replaced with a 10mm x 340mm standard im nail per the sign technique manual. Surgeon comment: "she is 70 years old. Sign surgery has been done for her 5 months ago. As the sign nail has been done inside the knee joint so the patient could not knee joint extension and pain full so I did resign."